Manufacturer narrative:
Information contained in this report was previously submitted through psr on 20/jul/2015. Date of explant: on (B)(6) 2022. Health effect: impact code: f2203, imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device was received with lot number: 1544728. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, two creases smooth opening assessed to a fold flaw opening. Other-technical : no observed particles in the valve. Additional observations: crease fold observed in the device wear abrasion observed in the device yellow particles inside of the device. Observed imprint of diaphragm valve on opposite side of the shell consistent with folded device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a right side deflation and later "particles in valve". The device has been explanted.

Event description:
Health professional reported a right side deflation and later "particles in valve". The device has been explanted.